Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when only using the atrial port, the pacing mode of the external pulse generator (epg) changed despite no adjustment to the dials. In addition, an error 3 message was displayed during operation. The epg was returned to the manufacturer for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, functional testing did not reveal any abnormalities. However, the main printed circuit board was replaced as a preventative.

Event description:
It was reported that when only using the atrial port, the pacing mode of the external pulse generator (epg) changed despite no adjustment to the dials. In addition, an "error 3" message was displayed during operation.the epg will be sent for evaluation. The status of the epg is unknown. No patient complications have been reported as a result of this event.